Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received indicating that the patient's stimulation would increase voltage suddenly for no reason. Sometimes it would jump from around 2v to 6v and the patient never ran it that high before. The patient was seen about month ago and everything was fine and adaptive stimulation was checked and everything appeared to be working. The patient was getting great pain relief. A rep was going to be meeting with the patient on (B)(6) 2016. There were no medical symptoms reported at this time.

Event description:
The patient's friend or family member reported that the patient had programming done on (B)(6) 2016 by a manufacturer representative (rep) and since the patient had been having stimulation "shooting up" to 6.0v out of no where and made the patient drop to the floor because the stimulation was so strong. The patient was walking yesterday and suddenly the stimulation went up to 6.0v. It was noted that this did not happen before, only since the patient got reprogrammed. The patient did not have a pain management health care professional (hcp) in (B)(6). This was occurring daily, several times a day. Additional information was received from the manufacturer representative (rep) stating that the patient was recently reprogrammed and it was believed that they were on adaptive stimulation and possibly a program without it. The rep treated it as a standard reprogramming. Other relevant medical history includes non-malignant pain and complex reg pain syndrome type I.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.